Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, at 30% deployment, a routine angiogram was performed to confirm valve position and revealed a type a dissection. The valve was fully deployed with good position. However, the dissection became obvious, beginning in the non-coronary cusp and continuing to the ascending aorta. A pericardiocentesis was performed and cardiopulmonary resuscitation (CPR) was initiated, however the patient lost output and did not survive. Per the physician, the pigtail catheter and injector pump auto injection caused the dissection. After reviewing the procedural images, the physician believed the pigtail catheter was trapped behind the valve in the ncc with some of the 'holes' of the pigtail being blocked. The contrast was forced out of a particular section of the pigtail catheter, which caused the dissection.

Manufacturer narrative:
Updated data: h6. Device code added; eval code method, eval code result, and eval code conclusion updated conclusion: no valve implantation procedure images were available for medtronic to review. The valve remained implanted, so it was not returned to medtronic for product analysis. Vascular complications, such as dissection is listed in the device instructions for use (IFU) as potential adverse effects and can occur during any percutaneous intervention. These events are typically related to patient factors (tortuous anatomy, calcification,etc.), and/or procedural effects (sheath used, user technique, guidewire management, etc.). As reported per the physician, the pigtail catheter and injector pump auto injection caused the dissection. After the heart team reviewed the procedural images, the physician believed the pigtail catheter was trapped behind the valve at the non-coronary cusp (ncc) with some of the 'holes' of the pigtail being blocked. The contrast was forced out of a particular section of the pigtail catheter, which caused the dissection. This could not be confirmed by medtronic as procedural images were not made available to medtronic. It was also reported that the valve was fully deployed with good position. However, the dissection became obvious, beginning in the non-coronary cusp and continuing to the ascending aorta. A pericardiocentesis was performed and cardiopulmonary resuscitation (CPR) was initiated, however the patient lost output and did not survive. A procedure- or valve-related death is an inherent risk when the patient condition is such that a bioprosthetic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There was no indication that a malfunction or misuse contributed to the reported events. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.